Event description:
On friday, (B)(6) my orthopedic surgeon injected monovisc 88mg/4ml into my left knee joint space to treat my osteo arthritis. Within 5 minutes I had swelling and edema of my facial lips and my throat. Within 5 minutes of the beginning of the reaction I took benadryl two 25 mg (50 mg) gel caps. My symptoms resolved within 60-90 minutes. I have had synvisc injected in this left knee before and never had a reaction like this. With the changing of my insurance to humana they would only approve monovisc. I will not take monovisc ever again. I am unsure of the exact expiration date, but I do know the product was not expired. I am a family nurse practitioner so I recognized the symptoms of a reaction quickly and knew the appropriate treatment.